Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The disposition of the device involved is unknown; therefore, it is unknown if a return sample evaluation is able to be performed. (B)(4). A buried bumper is a known complication of a peg tube placement. Instructions for use indicates once the stoma site is healed, the abbvie peg tube should be mobilized. Push the abbvie peg tube carefully 3-4 cm into the stoma and move the tube in a bi-directional motion (back and forth) every time the dressing is changed. When doing so the tube should not be turned or rotated under any circumstances to prevent the formation of loops and dislocation of the abbvie j tube. It is important for the tube to move freely in the stoma to prevent the internal retention plate from becoming embedded (¿buried bumper syndrome¿). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in israel underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2022, the patient was scheduled to have a routine peg change. During the examination he was diagnosed with buried bumper syndrome and the procedure did not proceed. The patient was sent for an x-ray to determine next steps.

Event description:
Information received on 19 feb 2023 confirmed that the parent record to this MDR was a duplicate report; therefore, this MDR is a duplicate submission. All information in this MDR was previously reported in 3010757606-2023-00002. Any new information received for this complaint will be captured in 3010757606-2023-00002.

Manufacturer narrative:
Reference number (B)(4).